Event description:
It was reported that a 6f angio-seal vip was selected for use, post left heart catheterization. The puncture was in the right femoral artery (rfa). The angio-seal was successfully deployed and hemostasis was achieved. The next day the pt had a vascular duplex ultrasound of the right groin which revealed a partially occlusive thrombus in the right common femoral vein. Reportedly, the physician hit the vein often while accessing the femoral artery, but there were no immediate problems. There was no additional info made available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. Twenty-one electronic vascular ultrasound images were received with the complaint. This electronic image set was labeled blount vascular lab, and the pt's (B)(6) 2010. The study contains multiple projections with and without color doppler and annotations specific to each view. The angio-seal device instructions for use (IFU) precautions state that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.